Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device, and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Factors that may contribute to device separations during the procedure may include but not limited to manufacturing, mishandling during preparation, mishandling during the procedure, device interactions, or patient anatomical conditions. It should be noted that instructions for use (IFU) coronary stent graft system, graftmaster rx, domestic indications section states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. In this case, the reported IFU violation does not appear to have cause or contribute to the reported complaint. The investigation determined the reported shaft separation and stent activation/deployment appears to be related to operation circumstances of the procedure. Based on the reported information, it is likely that manipulation and/or inadvertent mishandling of the device during advancement likely caused the shaft to kink. Further manipulation of the device caused the kinked shaft (skive and outer member) to separate resulting in the reported failure to deploy the stent during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a stenosed and mildly calcified lesion in the mid left anterior descending artery (mlad). Two unspecified stents were successfully deployed in the mlad; however, a distal dissection that spread into a septal branch was noted. A 2.8x16mm graftmaster rx covered stent was advanced to treat the dissection; the balloon was inflated to 15 atmospheres (atms) and then to 16 atms and left inflated for approximately 10 seconds. After inflation, the balloon was deflated. Fluoro was performed and it was noted that the stent had not been inflated/deployed. The stent system was removed. No resistance was felt advancing or removing the stent system. Fluoro was performed and it was noted that the distal shaft with the stent on the balloon remained in the patient. The patient was rushed to surgery where they underwent successful coronary artery bypass surgery to treat the dissection. A few days post-surgery, the distal shaft was removed from the patient utilizing a snare. The patient is now doing very well and is back home. No additional information was provided.